Manufacturer narrative:
Multiple MDR reports were submitted for this event. Please also see report: 0001822565-2017-08088. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that patient underwent initial total hip arthroplasty on an unknown date. Subsequently, it was reported that neck module was cold welded to the stem module which made the surgeon to remove the well fixed stem.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products: modular femoral stem press-fit plasma sprayed cementless size 11 lot#00771301100 item#00784801200, metasulâ® ldhâ®, head, 50, code p, taper 18/20 lot#2404510 item#0100181500, metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 lot#2414474 item#0100185146, durom us acet cmpnt 56/50 p lot#2403663 item#0100214156. The reported event is confirmed as the revision op notes confirmed the lack of cup bone ingrowth, corrosive debris with a large fluid collection as well as elevated metal ion levels. The notes also noted that an attempt was made to remove the femoral neck module from the stem; however, the neck module has been cold welded to the stem module which resulted in the removal of the well fixed stem. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Please also see additional MDR reports related to this event: 0001822565-2016-01677, 0001822565-2016-02316.

Event description:
It was reported that during a right hip arthroplasty revision, the neck module was cold welded to the stem module, and was unable to be removed. An osteotomy had to be performed to remove the well-fixed and positioned stem.